Event description:
Kimberly-clark has rec'd a complaint indicating that "a piece of tube broke off inside the pt". They tried unsuccessfully to remove the broken piece with a snare. The child was discharged with the piece remaining in the stomach. No reports of injury were noted. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified (B)(4).

Manufacturer narrative:
A sample has not been rec'd for eval. The device history record for the lot number provided was reviewed finding no anomalies to be documented. Without a sample, a root cause cannot be determined for the alleged product problem. No add'l info has been rec'd at this time. However, a supplemental report will be sent if add'l info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigation.